Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be sent to maquet (B)(4) for investigation. A supplemental-medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the flow rate value fluctuates. (B)(4).

Manufacturer narrative:
The manufacturer received the product for investigation. During the initial evaluation of the device in question no failure could be confirmed. Therefore it was decided to dent the device to a supplier for further evaluation and repair. The suppliers investigation confirmed the reported failure. The ceramics showed signs of oxidation. Oxidation mostly arises in connection with the penetration of water/ moisture into the sensor. The oxidation may, as in this case, lead to variations in the flow readings and in extreme cases, to decrease the coupling values and the failure of the flow indication on the console. Based on the available information to the manufacturer at this time the reported failure of a fluctuation in the flow rate could be confirmed. It was determined that the fluctuation is due to oxidation of the ceramics. The most likely cause for the oxidation is water/moisture inside the sensor. However, it can no longer be determined what caused the exit of moisture inside the sensor.